Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at t11 and t12. During the procedure, one of the balloons was inflated to approximately 200 psi with 2.5cc volume when it ruptured. The balloon was replaced and the procedure was completed successfully. Patient status was reported as "good".

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Devices of multiple part/lot numbers were used during the procedure including: part: k15b / lot: 0006915337 / manuf date: 24 oct. 2013 part: k15b / lot: 0006910715 / manuf date: 23 oct. 2013. Although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes.